Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 120-140mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set site. After performing a complete supply change, the customer successfully resumed insulin deliveries.